Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossed over. The technical support specialist (tss) dialed into the server and restarted local services, including data synchronization, maintenance, and job scheduler services. The tss ran the station-server communication structured query language and extensible mark-up language orders queries, confirming all were current, along with server care fusion coordination engine communication. Memory usage was at 84% and processing unit usage at 43%. The tss was unable to log into the server due to a security certificate issue. After checking if patients and orders could cross, the customer confirmed the issue persisted. The tss rebooted the server following the pyxis es server reboot process and validation article. Restarting the cce (carefusion coordination engine) and rebooting the system resolved the issue and confirmed the messages are now being crossed over. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server all machines were unable to dispense the medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.